Event description:
Home patient (hp) reports incomplete prime of pt line of homechoice sets. Family member reports hp has been able to reprime line and complete treatment with assistance from baxter tech, with each incident. No pt injury or medical intervention required per family member.